Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. On the 51st day of support, the "placement signal not reliable (psnr) alarm triggered." Data logs were investigated, and on the reported date, the psnr alarm was confirmed. All the optical parameters went out of specification for the remainder of the case. Returned product was investigated and it passed all optical sensor testing: 5s parameters were all within specification, the pump passed the laser continuity test, and when the pump was ran in a bucket in the lab, all the optical parameters remained normal. There was no problem found with the pump regarding the optical signal issues. The data logs displayed common signatures for a potential automated impella controller (aic) issue. Please refer to 24-34348-2 for further investigation into the console. Regarding the concern about using meylon in the purge fluid: visual inspection found that there was some biomaterial or foreign material in the cannula near the impeller on returned product. When that object was removed, the pump was able to run smoothly at p9. This, however, is unrelated to the failure mode as even before the object was removed, the pump's optical parameters were all measured to be within specification in the lab. Additionally, material in the cannula should not effect or damage the optical sensor. Finally, the pump did not show any evidence of biomaterial ingestion in the logs, so this object was likely picked up during explant. As for using meylon in the purge, it is not one of the abiomed recommended fluids for the purge, so it is best practice to use approved fluids per the IFU. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient for circulatory support. The complainant in japan had a 5.5 pump support ongoing for a patient admitted in with a left ventricle rupture. The patient was escalated to the 5.5 from intra-aortic balloon pump and extracorporeal membrane oxygenation (ECMO). After 49 days of successful support, the optical signal was lost. The patient was successfully weaned from the pump and the device explanted.